Manufacturer narrative:
The manufacturing record review and lot history could not be completed because the lot number was not provided. The device was not returned therefore no evaluation was completed. Due to the lack of information provided, endologix is unable to confirm or determine the cause of the reported event. Additional information was requested but denied. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Endologix was notified by m2s inc. (Vascular quality initiative) from a letter dated (B)(6) 2018 of a patient with a type iiib endoleak of the aortic components that was implanted in 2017. It was stated that an additional afx bifurcated graft was used to reline the previous graft to resolve this endoleak. As vascular quality initiative's hospitals are anonymous, no patient or detailed product information is available.